Manufacturer narrative:
Investigation evaluation: during the internal evaluation, we can confirm that the nitinol strip is missing and was not included with the returned device. The device was returned to the approved supplier for further evaluation. The evaluation is currently on-going at the supplier. The product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received, a follow-up emdr report will be provided.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations, "the internal nitinol spring tab broke off. The piece was left in the patient to pass through naturally. They took the clip out and used two (2) additional clips to complete the procedure successfully." The nitinol tab remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a colonoscopy procedure, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations, "the internal nitinol spring tab broke off. The piece was left in the patient to pass through naturally. They took the clip out and used two (2) additional clips to complete the procedure successfully." The nitinol tab remained inside the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: during the internal evaluation we confirmed that the nitinol strip is missing and was not included with the returned device. The device was returned to the approved supplier for further evaluation. The supplier provided the following information: the device was visually inspected under magnification for "nitinol strip missing". The reported event of "nitinol strip missing" has been confirmed. Evaluation: 1) a new nitinol strip was attempted to be installed in to the formed driver. This attempt was unsuccessful because the formed driver had been crimped into the cutouts in the nitinol strip. The cutouts are narrower in width than the total width of the nitinol strip. 2) the two (2) tabs of the formed driver are touching indicating that the formed driver was crimped properly during the manufacturing process. 3) in an attempt to remove a jaw from the clip device to better view the formed driver, the formed driver was damaged. 4) in the manufacturing process clip devices are 100% verified that 1) the formed driver is crimped into the cutouts of the nitinol strip, and 2) the positioning of the nitinol strip with relationship to the center of the open jaw. The results of these investigations are documented on the clip device final quality checklist. 5) a review was performed in the non-conforming report database for the corresponding nitinol strip to see if there were any other documented issues within that specific lot number of nitinol strips. There were no non-conforming reports generated for nitinol strip from this lot number. The root cause of the missing nitinol strip is unknown. The device history records were reviewed. The manufacturing records did not indicate relevant defects. The 'internal nitinol spring tab broke off' issue experienced by the customer was confirmed. The root cause was not determined. All devices receive a 100% inspection prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.